Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The motor rate error was confirmed in the vent log. Occlusion testing as performed and the issue was confirmed. It was found that the device displayed a motor rate error at occlusion test. The issue was due to normal wear of the motor assembly, parts were old, dirty and worn out. The operator replaced the stepper motor, old motor mount, worm coupling, and worm gear. Also replaced lead screw and both clutch halves as a preventative measure. Preventative maintenance was performed and all functional tests which passed.

Event description:
Information was received indicating that the medfusion 3500 pump displayed a motor rate error. There were no adverse events reported.